Event description:
The customer reported that the 9900 sys had a communications failure during a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The ps1 power supply was adjusted during the svc call. The sys was tested and found to be working as intended and put back into svc.